Manufacturer narrative:
G4: 11nov2020; b4: 11nov2020. Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available. The service order was closed. A supplemental report will be submitted if new information is received. 1. Sent: wednesday, 28 october, 2020 2:08 pm to: (B)(6); 2. Sent: monday, 19 october, 2020 10:59 am to: (B)(6); 3. Sent: wednesday, 2 september, 2020 8:47 am to: (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported to philips that the device had a high blower temperature. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.